Event description:
Received info stating customer received multiple occlusion alarms. Customer's blood glucose level was impacted. Reportedly, customer uses the cannula and cartridge for 3 to 4 days.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted. The tandem t:slim insulin pump user guide indicates that novolog was tested for up to 72 hours.